Manufacturer narrative:
Evaluation of the returned pod coil revealed pusher assembly kinks. This damage was likely a result of forceful advancement against resistance during the procedure. During functional testing, the pod coil was re-sheathed to its starting position in its introducer sheath. The coil was then advanced out of its introducer sheath with resistance due to the pusher assembly kinks. Further evaluation revealed that the pusher assembly was fractured on its proximal end. This damage was likely incidental to the reported complaint. Evaluation of the non-penumbra microcatheter revealed kinks on the mid-shaft and distal shaft. During functional testing, resistance was experienced while attempting to advance the returned pod coil through the non-penumbra microcatheter due to the kinks on the mid-shaft. The root cause of the kinks could not be determined; however, this damage likely contributed to the resistance experienced during the procedure and the functional test. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod coils, a non-penumbra microcatheter, and an angiographic catheter. It should be noted that the patient's anatomy was tortuous. During the procedure, one pod coil and two pod packing coils (pod pcs) were implanted into the inferior gluteal artery. While advancing another pod coil within its introducer sheath, resistance was encountered and the coil became stuck when part of the coil was inside the microcatheter hub. It was reported that the pusher assembly would not advance past the middle of the introducer sheath. Therefore, the pod coil was removed. The procedure was completed by implanting a total of eight pod coils and pod pcs, and two non-penumbra coils using the same microcatheter. There was no report of an adverse effect to the patient.